Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 27mm navitor vision valve was chosen for implant using a large flexnav delivery system. The valve was successfully implanted. Couple of months after the procedure, the valve was surgically explanted due to right ventricular (rv) shunt. The patient was decompensating and rv distention. The patient was reported stable.

Event description:
It was reported that on (B)(6) 2025, a 27mm navitor vision valve was chosen for implant using a large flexnav delivery system. The annular dimensions of the native valve 77.6mm. The valve was successfully implanted at a depth of 6mm on the non-coronary cusp (ncc) and 3mm on the left coronary cusp (lcc). Couple of months after the procedure, the valve was surgically explanted due to right ventricular (rv) shunt. The patient was decompensating and rv distention. The patient was reported stable.

Manufacturer narrative:
An event of central regurgitation was reported. Reportedly, the final implant depth was 6 mm on the non-coronary cusp. Couple of months after the procedure, the valve was surgically explanted due to right ventricular (rv) shunt. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on all available information, the cause for the reported central regurgitation and aortic valve insufficiency/regurgitation could not be conclusively determined. The reported surgical intervention were a result of case-specific circumstances as valve was explanted surgically.